Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned, analyzed and no anomalies were found. Concomitant: 6947m62 implantable tachy lead implanted: (B)(6) 2012 407652 implantable pacing lead implanted: (B)(6) 2012. (B)(4).